Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
10/8/2019: updated event description: it was reported that on (B)(6) 2018, the patient underwent internal fixation surgery with the plate and the 6 locking screws in question. On (B)(6) 2019, the patient underwent removal surgery due to bone union. During the removal, (6) screws broke at their necks. The surgeon stated that there was a delay in healing and it might have caused the screw breakage during removal. This complaint involves seven (7) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device identification: exp. Date. Device evaluated by MFR, device manufacture date, evaluation codes: a review of the device history record. Device history lot, part: 412.123s, lot: 9895750, manufacturing site: grenchen, release to warehouse date: 04.april 2016, expiry date: 01.march 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary the returned locking screw head was forwarded to the manufacturing side for evaluation as part of the evaluation of complaint (B)(4) (former (B)(4) with was voided due to a system issue). The statement below is a summary of their investigation. As received condition, 6 broken screws have been returned (only the head screw) unpacked and outside the original depuy synthes bag. The 6 broken screws correspond to the (B)(4). The screw is broken at the neck point and have strong traces of use on its surface. The laser mark is present and readable. The lot number on the complaint received corresponds to the lot number on the complaint part. The received condition of the article agrees with the complaint description of broke during removal since the screw is broken as claimed by the customer. From the manufacturing point of view, neither a defect nor a deficiency has been identified since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to its specifications. For further details see (B)(4). Summary: the complaint is rated as confirmed as the screw head if the received screw is broken off. However there is no evidence that this device contributed to the complaint condition "delayed healing". Based on the description in the complaint: the healing was delayed from the surgeon originally expected, and it might have caused the screw breakage during removal. Because of that the complaint cannot be confirmed in relation to the delayed healing for this locking screw as the breakage occurred during removal. Therefore no additional investigation will be performed related to complaint (B)(4), the broken locking screws are finally investigated in the complaint (B)(4). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent internal fixation surgery with a plate and six (6) locking screws. On (B)(6) 2019, the patient underwent removal surgery due to delayed healing. During the revision surgery the screws broke intraoperatively during removal. Concomitant devices reported: unknown screwdrivers (part # unknown, lot # unknown, quantity # 1). This is report 6 of 7 for (B)(4). This report is for an unknown locking screw. This complaint is linked to (B)(4) which covers the intraoperative screw breakage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) was created to captures the ten (10) out of seventeen (17) devices, while (B)(4) was created to capture the seven (7) out of seventeen (17) devices due to delayed healing.